Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support, and is typically not associated with a product quality deficiency. As the stent delivery system (sds) was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. It was reported that after deployment of the stent, a dissection was noted and another xience v was used to treat the dissection. Dissections are known adverse events listed in the xience v instructions for use (IFU). Dissections can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported physical resistance appears to be related to the operational context of the procedure. This type of reported event will continue to be monitored. During manufacturing, all stent delivery systems are 100% checked for damage and crimped stent profile.

Event description:
It was reported that while implanting the xience v 2.75 x 18 mm stent in a tough lesion, resistance was encountered. After deployment, a dissection was observed distal to the implanted stent. Another stent was used to cover the dissection. There were no further patient effects reported. No additional information was provided.